Manufacturer narrative:
Pc-(B)(4).this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical devices: unknown stem, unknown sleeve.

Event description:
An asr acetabular cup / femoral component and a summit cemented stem needed to be removed due to metallosis. During the removal procedure, the slaphammer sheared off at the threaded engagement to the threaded inserter. All pieces were retrieved. Surgical delay of 20 minutes occurred while a new set was located to continue the implant removal. Patient consequence? :yes. Patient consequence description:revision surgery needed for implant metallosis. Surgical delay 20 mins after instruments broke during revision surgery procedure.